Event description:
Caller reported that a cartridge had come off the pump unexpectedly, with no knowledge of how it became detached. There was no adverse impact to the customer¿s blood glucose level. A cartridge change was performed resolving the issue.